Event description:
It was reported that the patient heard a pump alarm while out hunting. A critical pump alarm was confirmed by telemetry, and a stopped pump duration greater than 48 hours message occurred. The nurse stated that the pump was "to be explanted at a later date." The medication being delivered via the device system was saline. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).